Event description:
It was reported that this inflatable penile prosthesis was explanted due to a distal crossover of the cylinders. A new right cylinder was implanted. A new left cylinder was not able to be implanted for unspecified reasons but a revision is planned in six months. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.